Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator system the left ventricular (lv) lead impedance was greater than 2,000 ohms and thresholds were high. A second lead of the same model was attempted and the results were the same. The physician elected to not implant an lv lead and completed the rest of the implant procedure. No adverse patient effects were reported. The leads will not be returned to the manufacturer for analysis as they were discarded by the facility. This report is related to the first attempted lead.